Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: during using the tube, it found that the tube had no draw and occurred blood clotting issue.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to underfill and clotting were observed. 20 retained samples were draw-tested with deionized water. From this testing it was determined that all 20 tubes drew within specification. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting and no draw) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: during using the tube, it found that the tube had no draw and occurred blood clotting issue.